Event description:
It was reported the patient had not used nor charged her ipg since at least (B)(6) 2013 due to unrelated health issues. She reported her ipg no longer able to establish communication with external devices. A replacement charging system was sent to the patient. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.